Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the loading process, and there was no adverse impact to the customer's blood glucose level. The issue was confirmed by technical support, who noted that previous alarms had been reported for this pump. As part of the resolution, technical support organized a replacement of the pump, which was still under warranty, and instructed the customer on returning the faulty pump. The customer was advised on using backup insulin delivery methods and about programming the settings and connecting their cgm to the new pump. A replacement pump was sent to the customer.